Event description:
It was reported that a merlin.net alert indicated an increase in high voltage lead impedance. Externalized conductors were observed during explant. No further issues were reported.

Manufacturer narrative:
External and internal insulation abrasion was noted at 56.6-57.4cm from the connector pin. Internal insulation abrasion was noted at 40.2-40.6cm from the connector pin. The etfe coating was intact at these locations.